Event description:
A 28 mm x 3.75 mm length aneurx aortic cuff was inserted in a pt for the endovascular treatment of a 9 cm abdominal aortic aneurysm. The vessel was severely calcified with slight tortuosify. It was reported that due to the severe angulation of the aortic neck the physician was unable to advance the bifurcated stent graft to the intended lesion. The physician advanced and implanted an aortic cuff, prior to the implantation of the bifurcated stent graft; however the aortic cuff slipped into the aneurysm sac. The physician elected to convert to a conventional open surgical repair. No additional clinical sequela were reported and the pt is reported to be fine.